Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion pressure over 25 pounds per square inch, which could result in an undetected downstream occlusion which was not reproduced. The reported symptom was verified through review of sensor readings which found the downstream force sensor readings to be out of specification. The downstream pusher shim was adjusted to bring the force sensor readings back within specification to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion pressure of over 25 pounds per square inch during routine maintenance checks. There was no patient involvement. No additional information is available.